Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm aortic pericardial valve underwent a valve-in-valve procedure after an unknown duration of implant due to unknown reason. The procedure was performed with a non-edwards transcatheter valve. No further information was provided by the hospital, such as model, serial number, implant duration, failure mode, symptoms, patient status, patient information or medical history.